Manufacturer narrative:
The reported event was high pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported event of high pacing lead impedance was not confirmed. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies except for procedural damage. After cleaning the dried blood from the helix, the helix could be extended and retracted. No problem was detected.

Event description:
Related manufacturer reference number: 2017865-2023-16345. It was reported that the patient presented for an implant procedure. During the procedure, the atrial and right ventricular leads exhibited high and out of range pacing impedance. The leads were not used, and new leads were implanted. The patient condition was stable.